Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d10, e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: scope communication error code (b30). A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of scope communication error code (b30) occurred due to ultrasound plug (u plug) unit is not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited the screen becomes noised occasionally when changing angulation. The event occurred during maintenance. There were no reports of patient involvement.